Event description:
It was reported that the catheter was inserted and dialysis was onset using a competitors (nikkiso) blood circuit. That same day, the catheter was to be disconnected from the blood circuit, but difficulty was met at both the medial and proximal junction hubs. The blood circuit tubing was torn off and attached to the catheter junction hubs. As a result, the catheter was removed, but not replaced as the pt no longer required treatment. It was noted that isodine was used, but said to be dry when connected.

Manufacturer narrative:
(B) (4). F/u will be filed if add'l info becomes available.